Event description:
The recipient reportedly experienced an infection at the implant site. The recipient presented with device extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient healed.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical test performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.